Event description:
It was reported to vyaire medical that the ltv ventilator kept displaying disc sense error and would not deliver oxygen. There is no information of patient harm associated with the event as of this time.

Manufacturer narrative:
H3:02-the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Manufacturer narrative:
Result of investigation: vyaire service technician unable to verify and duplicate the reported problem. Bench testing performed battery duration test results were passing. Ventilator passed the troubleshooting final test which includes alarms and ventilation functions, including battery operation test and oxygen. Process vent through service to meet factory specifications.